Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that they were using the patient extension for the first time and attached extension after priming. The technical service representative (tsr) explained proper procedure was before priming. The tsr had the hp cycle the power to the hc to end therapy. The tsr advised the hp to start over with new supplies. The hp understands. The hp start over with new supplies and would call the registered nurse (rn) in the morning. The samples are unavailable for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the initial drain stage, where the home patient stated that they were using the patient extension for the first time and attached extension after priming. This complaint is confirmed because a connecting the patient line extension after priming is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. Per the patient at-home guide, users are instructed to always look at the patient line after priming and to connect extension lines before prime is initiated.